Manufacturer narrative:
Results: the penumbra smart coil's (smart coil) embolization coil windings were offset. The pet lock was intact on the proximal end of both smart coil pusher assemblies. Both embolization coils were intact with their pusher assemblies. Conclusions: evaluation of both returned devices revealed that the coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub of the microcatheter prior to advancement, it may begin to take shape inside the hub of the microcatheter while the embolization coil is being advanced, and damage such as this may occur. Further evaluation of the returned devices revealed that both of the smart coils were able to advance through a demonstration microcatheter with slight resistance. The microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01577.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (aca) using penumbra smart coils (smart coils). During the procedure, the physician placed two non-penumbra guide catheters in the left internal carotid artery (ica). Next, a non-penumbra guide wire was advanced over the non-penumbra microcatheter and then the microcatheter was advanced towards the target aneurysm in the aca. Thereafter, the physician placed two non-penumbra coils into the patient. While attempting to advance a new smart coil through the microcatheter, the physician was unable to advance the coil out of its introducer sheath and through the hub of the microcatheter. Therefore, the physician removed the smart coil and soaked it in saline. The smart coil was then resheathed and another attempt was made to advance it through the microcatheter but the coil would not advance at all. Subsequently, the smart coil was removed and a new smart coil was opened. However, while attempting to advance this new smart coil through the same microcatheter, the physician was unable to advance the coil out of its introducer sheath and through the hub of the microcatheter. Therefore, the smart coil was removed and the procedure was successfully completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.